Event description:
Boston scientific received information that a revision procedure was performed for this right ventricular (rv) defibrillation lead due to high threshold measurements. Prior to the procedure, shock impedance was measured and no issue was found. After the lead was placed, no issue was found again. However, when defibrillation threshold testing (dft) was performed, the electrogram (egm) was unstable, and a fracture of the lead was suspected. The lead was confirmed to be properly connected to the device. Dft again showed an unstable egm, but the induced ventricular fibrillation was successfully terminated. Egm remained unstable. After a while, shock impedance was measured to be high and out of range, so this lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.